Manufacturer narrative:
Previous report(s) in this series should have contained the following narrative text: "this report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4)." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-envpro-16; product lot/serial number (B)(6); product type: loading system; implant date: na; explant date: na. Product ID: evolutpro-26; product lot/serial number: (B)(6); product type: heart valve; implant date: (B)(6) 2022; explant date: na. Product analysis: the product was discarded; therefore, no product analysis can be performed. Conclusion: vascular complications are known potential adverse patient effects per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). It was reported that the subcritical ischemia of left leg was reported as related to the delivery catheter system (dcs). This may have occurred as a result of advancing the dcs through the patient. However, as no procedural images of the event were provided, an assignable root cause of the vascular complication could not be determined. The event did not indicate a device misuse or malfunction. This report was submitted as part of a retrospective review and remediation per (B)(4). A separate report was filed for the valve. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve there was a suspected episode of left leg sub-critical ischemia. This was reported as related to the delivery catheter system (dcs). This resolved spontaneously with intravenous anticoagulation. A diagnostic arterial ultrasound of the lower limbs was performed to assess the lower limbs. These results were reported as normal with no arteriopathy. No stroke or myocardial infarction (mi) occurred. This event was considered resolved the day following the valve implant procedure. Four days following the valve implant procedure, an electrocardiogram was performed and identified paroxysmal atrial fibrillation alternating with normal sinus rhythm. Medications were adjusted to include an anticoagulant and an anti-arrhythmic. As reported, the atrial fibrillation was possibly procedural related. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2, b5, h6 h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the day following the valve implant pneumopathy was identified via chest x-ray. Intravenous antibiotic was administered. The pneumopathy required hospitalization and resolved 5 days following the valve implant. The physician indicated the pneumopathy as possibly related to the procedure but unrelated to the medtronic products. The pneumopathy prolonged an existing hospitalization. Additionally, as reported, all the associated events had prolonged the hospitalization. The patient was discharged 5 days after the valve implant.